Event description:
The customer reported the tips and haptics of the micl12.6 implantable collamer lens were angled in the wrong direction. Unsure if there was any patient contact. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
The reporter called back and stated that the haptics of the icl were angled in the wrong direction upon receipt and the surgeon did not even attempt to load this lens. No patient contact. (B)(4).

Manufacturer narrative:
(B)(4). (Other) - we were unable to evaluate the lens because the lens got stuck in the bottom of dried vial and has dried up surgical residue on the surface. Evaluation codes method (other) - lens work order search. Results (other): a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Evaluation method - device history review. Results: visual inspection of the return lens showed the lens was returned dry and there was no visible damaged observed. The device history review concluded that nothing in the manufacturing of the root cause to this complaint. The most likely root cause is that the lens stuck on the upper side of the vial and the haptic was not in liquid for a certain time. Conclusion: based on the complaint history, work order search and device history review, we were unable to confirm this complaint. (B)(4).